Event description:
I had taken repatha injection 4 times with no adverse effects. I used an ipl (intense pulsed light) hair removal laser on my thigh prior to performing a repatha injection. After 24 hours, I experienced hives, welts, itching and redness in the area around the injection site which I also had used the ipl laser. After about an hour, the hives calmed, but redness remained with some swelling. Over the next 5 days, I've had persistent redness, intermittent swelling, and transient hives and itchiness. There should be a disclaimer to not use any ipl laser removal in the area of injection for repatha.